Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a patient experienced long-term recurrence of gerd symptoms leading to explant of the linx device. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Recurrence of gerd symptoms first reported at one year f/u. Uneventful device explant on (B)(6) 2014 with device found in correct position and geometry.